Event description:
Related manufacturer reference number: 2017865-2023-94700 it was reported the patient presented to the emergency room due to inappropriate shocks received by the implantable cardioverter defibrillator. Interrogation of the device revealed the device incorrectly interpreted signals and the atrial lead over-sensed noise. Programming changes were implemented to address these issues. The patient was in stable condition.